Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s likely the cause is related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. Also, it¿s possible the cause is related to the connection with the video connector failing. It was confirmed that the design change of the operational amplifier of the dr board was implemented on (B)(6) 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of maj1430 not working with the processor was confirmed due to a faulty patient board set. The device evaluation also found a corroded bottom chassis, a worn-out video connector latch causing poor connection with pigtails, and an old software version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that videoscope cable maj1430 was not working with the evis exera iii video system center , therefore 180 scopes were unable to be used. The issue was found during an esophagogastroduodenoscopy (egd) that was completed using the same set of equipment without delay. There were no reports of patient harm.